Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and poor drain coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Action taken with the therapy was not reported. The patient was hospitalized three days prior to the peritonitis for an unknown indication. The patient was treated with cefepime 1g every 12 hours for peritonitis. The patient was ordered to be on pd rest for two months. The patient was confined due to a catheter malfunction. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.